Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013, stated that immediately following the procedure the patient complained of pelvic pain and was catheterized because she couldn't hold her urine. The patient was discharged with the catheter in place, and on (B)(6) 2005, the catheter was removed. On (B)(6) 2006, the patient came back for a check up and was complaining of pain, bleeding, cramping, and nausea. On (B)(6) 2007 the patient called complaining of pelvic pain and dark vaginal discharge; she was scheduled for another check up, but did not show up. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.